Event description:
It was reported that the handpiece was overheating during a procedure. Another device was used to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device has not been returned to the MFR as of the date of this report. This report will be updated when the device is returned and the eval is complete.